Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 3ml ls emerald experienced a breach that compromised the sterility of the device packaging. The following information was provided by the initial reporter: when the nurse wants to open the package, it tears and it is impossible to remove the syringe sterilely.

Manufacturer narrative:
Investigation: DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot until release. Photographs were returned and samples weren't. Our team reviewed the packaging process and identified process controls, which were found in place in working conditions. We have revisited the cutter sharpness and to ensure that cutter sharpness is adequately maintained, we have increased the frequency of the checks by creating a ti checklist which will be regularly maintained and checked by quality team. The customer reported lot# 8313615 which is a one of case as no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant.

Event description:
It was reported that an unspecified number of syringe 3ml ls emerald experienced a breach that compromised the sterility of the device packaging. The following information was provided by the initial reporter: when the nurse wants to open the package, it tears and it is impossible to remove the syringe sterilely.